Manufacturer narrative:
Corrective action was taken in may 1993 by (1) examining all existing stock of the ethaform materials and discarding that having visible urea crystals, (2) inspecting and rejecting incoming foam packaging materials at receiving inspection for this condition, (3) alleting the foam supplier of this problem and actions being taken, and collectively reviewing his process controls so as to incorporate additional procedures to prevent crystallization of the urea.

Event description:
The implant has small irregularities on the surface, noticed when opening the package. There was no adverse consequence for the pt or delay in surgery or anesthesia time.